Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER); details and nature of ER visit were not provided. The customer declined to provide additional information regarding the reported issue.